Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked where the needle was removed after retracting it. The following information was provided by the initial reporter: "started a new IV on patient. After IV was inserted and needle retracted completely, IV began to leak from where the needle was removed. Had to remove faulty IV and poke patient again. The leak happened right after I inserted the IV and retracted the needle out. There was a little rubber-looking stopper on the end of the green triangle part that was the part that was leaking. At first I was not sure if the blood was coming from the IV itself or the insertion site so I flushed with saline and saline squirted out of that spot there."